Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen had a line going through the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 02/14/2017-correction to serial # : (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: during investigation, the pump powered on with the display functioning properly. The pump was opened and there was no damage found to the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The previously reported product analysis results in follow-up #1 were results of investigation of the pump with serial # (B)(4). The serial number for this complaint was corrected in follow-up #2 to (B)(4). The pump with serial # (B)(4) was returned and evaluated by product analysis on 02/10/2017 with the following corrected findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and a green line was observed going through the display. The pump case was removed, and no damage was found to the display, the display flex, or connector. The faulty display was replaced with a test display, which functioned properly. The complaint was duplicated.